Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: transfer benches. Frame/structure, frame bent. Bent tubing under seat. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The 9670 invacare I-class heavy duty transfer bench in question was found to have bent frame tubing underneath the seat that exhibited a crack at a center hole for one of the screws that attached the tubing to the seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states the seat on this transfer bench cracked the metal bar beneath it is exposed and pinching the consumer sometimes when he uses the bench. No additional information provided.